Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had failed the step 3 upgrade, and the request had timed out from remote support service. A field service engineer informed that the first attempt to perform a data synchronization had failed. After logging into admin, the network settings were verified. The wi fi was disabled, and the duplex settings were checked and had been set to auto negotiate. The duplex settings were changed to 100 half duplex. After relaunching the application, the data sync was completed successfully to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es the user stated that the system failed at step 3 during the v1.11 station upgrade and repeatedly timed out when communicating with rss. The station was also not accessible from pp. An attempt was made to repush step 3, but the process failed again. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.